Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that ventricular high rate (vhr) episode showed non-physiological ventricular oversensing which looked like noise and was causing inhibition. Capture management also showed chronic high thresholds. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.